Manufacturer narrative:
(B)(4). The unit was sent to the hospital biomedical engineering office after the user noticed the malfunction of the device. As per technical support, the unit is now obsolete and they are no longer able to replace it. Communication is ongoing for possible service options.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the sternal saw motor malfunctioned. The customer suspected the motor jammed. The product was changed out. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The customer did not return the device for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.